Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
T was reported that on (B)(6) 2026, at 22:30, the patient underwent transurethral laser-induced prostatectomy and bladder laser lithotripsy under general anesthesia. A disposable sterile urinary foley catheter was used postoperatively for urine drainage. Routine preoperative examinations were performed. Upon returning to the ward after surgery, it was found that the catheter had completely fallen out, and examination confirmed that the catheter balloon had ruptured. This resulted in the loss of critical postoperative bladder drainage function. If not detected in time, it could lead to bladder overdistension, urine reflux, and even severe complications such as serious bleeding, urinary system infection, renal function damage, or the need for reoperation. After discovery, the doctor immediately took remedial measures and replaced it with a new catheter. The timely discovery did not cause harm to the patient. Silicone lubricant from a disposable catheter package was used; the packaging clearly stated not to use paraffin oil, and the medical personnel normally used the silicone lubricant provided with the package; water inflation test 15 ml.